Event description:
A file separated in the canal during a procedure. The pt is scheduled for follow-up treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain further info pertaining to outcome of this event.